Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl due to inadvertently delivering a bolus of 25 units. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.